Event description:
Customer reported via phone call that customer had high blood glucose of 436 mg/dl. Customer declined troubleshooting and only requested assistance in programming insulin pump. Customer reported of visiting healthcare professional's office and insulin pump was programmed, but not correctly and customer's blood glucose was 500 mg/dl. Healthcare professional's office forgot to program the .3 fill cannula. Customer reported of possibly not receiving insulin. Customer was assisted in programming insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.